Manufacturer narrative:
The rapid av catheters subject of the reported event were returned for evaluation. During the evaluation it was found that both catheters broke in the area of the proximal end of the device where the hub handle would meet the console during the procedure. This lines up with the approximate location of the biopsy port relative to the catheter during the procedure. The evaluation confirms what the user facility observed when the catheters broke at the biopsy port during the procedures. It was further noted that one of the spring introducers was severely damaged. It appears that it was stretched and permanently deformed at some point during the procedure. The catheters and the spring introducer likely kinked and broke due to tension at the biopsy port. The instructions for use states, "when using a scope, place the catheter through the catheter introducer and into the biopsy or working channel of the scope. Ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer. Caution: if using a scope in the retroflexed position, ensure catheter and scope are completely defrosted before repositioning or withdrawing. Withdraw scope and catheter in the straight position. Caution: ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Caution: care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer." Steris offered in-service training on the proper use and operation for the rapid av catheters; however, the user facility declined. A complaint review was performed and confirmed this event to be isolated for the subject lot. No additional issues have been reported.

Event description:
The user facility reported that during two patient procedures, the rapid av catheter broke in the channel of the scope. Following a delay, user facility personnel utilized another catheter to complete the patient procedures. No report of injury.

Manufacturer narrative:
Steris requested the rapid av catheters subject of the reported event be returned for evaluation. Steris further offered in-service training on the proper use and operation for the rapid av catheters and is awaiting a response. The device history record (DHR) was reviewed for the subject lot and no abnormalities were noted. Investigation of the event is currently in process. A follow-up report will be submitted when additional information becomes available.